Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and ketones. The patient woke up on (B)(6) 2016 with a blood glucose of 9.2 mmol/l and a couple of hours later reading was 23.1 mmol/l. Patient programmed a 5 unit bolus manually. The patient then went to the hospital and was admitted. Her blood glucose upon admission was 16 mmol/l. Patient obtained IV insulin drip at the hospital; name of insulin and dosage was not provided. While at the hospital, patient was taken off her insulin pump. Once glucose levels were stabilized, patient again re-attached to the pump and faced elevated blood glucose reading of 12.3 mmol/l. The patient was scheduled to be released from hospital on (B)(6)2016. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.